Event description:
On (B)(6) 2013, the patient contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly, the pump¿s auditory features were not working, except for the suspend alarm. The issue reportedly has been ongoing for three months. The patient noted that the only time the pump vibrates is for a bolus; troubleshooting indicated that the vibratory features were functioning. All volume was confirmed to be on a set to ¿high¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.